Event description:
As reported by patient registry, approximately 6 months and 29 days post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The edward sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve requires intervention was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records although many attempts were made to try and obtain. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve, approximately 6 months and 29 days post-tavr is unknown. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
During an administrative review it was noted that the field for adverse event type (b2) was inadvertently marked incorrectly from the initial submitted MDR. As such this MDR is being submitted as a corrected supplemental.